Manufacturer narrative:
Corrected data: d9 (¿no¿ was selected in error on the initial report), h3 (¿no¿ and ¿not returned to manufacturer¿ were selected in error on the initial report), and h6 (type of investigation code ¿10¿ was inadvertently omitted from the initial report). This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus. The device checked during a pick up, and there were no defects and no error occurred. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the loaner evis exera iii xenon light source had a e103 error when switching on. The issue was found during preparation for use. There was no patient or procedural impact.